Manufacturer narrative:
Findings: pump received no button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. No unexpected frozen display anomaly noted. Unit passed self test. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump has a frozen display screen. The patient's blood glucose level was unknown at the time of the call. The customer had issues with the keypad on their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.